Manufacturer narrative:
The reported events were lead dislodgement, unspecified capture issue, and failure to advance lead in the catheter. As received, a complete lead without the guidewire and the catheter was returned in one piece for analysis. The reported event of unspecified capture issue was not confirmed while the reported event of the lead failure to advance in the catheter was confirmed. Visual inspection of the lead found no anomalies to the lead body. X-ray examination found the coil damage at the s-curve region consistent with procedural damage. The catheter insertion test couldn¿t perform due to the damaged coil. Electrical testing was normal.

Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's left ventricular (lv) lead was not capturing properly. The lv lead had dislodged. The patient presented for a lead revision. During the procedure, access to the coronary sinus was obtained with a guidewire, however, the lv lead could not be advanced through it. The lv lead was explanted, and a left bundle branch lead was implanted. There were no patient complications.